Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the pump was able to charge successfully after the customer reconnected the pump to the charger. Although requested, no additional information was provided.